Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman laa closure device & delivery system (wds) were used. The patient was not on oral anticoagulants (oac) prior to the procedure. The patient was on plavix 75mg. The laa was slightly smoky at the start of the procedure and worsened throughout the procedure. There was little to no contractility of the laa. After the was and pigtail catheter were in place, an angiogram was performed. The wds was prepped and the pigtail catheter was removed. The wds was inserted about one-fifth of the way into the was sheath when, via transesophageal echocardiogram, bubbles from the saline flush highlighted a long, filamentous hypermobile echo density at the ostium of the laa which was considered to be a thrombus. The thrombus was not attached to the was. The was removed from the laa and the thrombus remained in place and became more apparent. The decision was made to abort the procedure. The patient was to start oac.